Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the investigation results, the malfunction was likely caused by substrate corrosion and a poor ultrasound plug unit, which led to the image becoming blurred, indistinct, or noisy. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited indistinct, noisy and blurred image. There was no patient involvement.